Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with rash, redness, inflammation, and infection extended beyond the patch perimeter which occurred 2 days after the sensor had been inserted in the arm. The patient went to urgent care on (B)(6) 2024. The patient was prescribed cephalexin 500mg tablets, 4 tablets a day for 10 days. As soon as the patient started taking antibiotics, the swelling and redness went down. The patient was feeling normal, and the reaction was healing at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.